Manufacturer narrative:
The customer alleged that a pressure injury worsened due to cushion going flat, but roho, inc. Has not seen medical records to confirm this. The manufacturing records were reviewed and indicates the cushion passed all inspections and verifications. It is unclear if product malfunction caused or contributed to the pressure wound. The user has warning in the manual to discontinue use of a defective product that reads as follows: "check skin frequently, at least once a day. Redness, bruising, or darker areas (when compared to normal skin) may indicate superficial or deep tissue injury and should be addressed. If there is any discoloration to skin/soft tissue, stop use immediately. If the discoloration does not disappear within 30 minutes after disuse, immediately consult a healthcare professional. Check inflation frequently, at least once a day. Do not use a product that is underinflated or overinflated, because 1) the product benefits will be reduced or eliminated, resulting in an increased risk to skin and other soft tissue." The cushion was not returned to roho, inc. So an evaluation could not be performed. Roho, inc, contacted the customer for more information regarding the alleged failure of the cushion, but the customer has not responded. If new information is received, we will submit a follow up report.

Event description:
Customer claims existing pressure sore worsened due to cushion going flat.